Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling connecting tube coating was by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section. ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, tracheal intubation fiberscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that connecting tube coating was peeling (1mm2 or more). This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reported malfunction documented in b5, the device evaluation findings are as follows: due to damage on the objective lens a foggy image occurred; the grip was deformed; the adhesive between the connecting tube and mouthpiece was detached, insertion section rotates and due to a crack on the control unit, water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.